Event description:
It was reported that a clearlink system continu-flo solution set leaked from the proximal injection port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater testing, and a leak was observed at the second y-site clearlink. During autopsy of the device the gland was observed to have a hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added h6 and h11. H11: after further investigation, it was determined that the cause of the hole at the gland was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.